Manufacturer narrative:
After review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4). Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #(B)(6)). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, during laser assisted cataract surgery, an anterior capsule tear occurred. The implanted intraocular lens (iol) was removed because the capsular bag was unstable. Another iol was implanted in the sulcus.